Event description:
Reportability decision changed based on analysis results. It was reported that during a ptca procedure, the maverick2 monorail balloon would not inflate. The lesion being treated was a bifurcation in the left anterior descending artery (lad). Following advancement of the maverick2 monorail balloon through a previously deployed stent, the balloon would not inflate. The procedure was completed with a different device, and patient status was reported as 'okay'. Product analysis found a pinhole tear.

Manufacturer narrative:
Product analysis revealed a pinhole tear. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a pinhole tear in the balloon wall located 2.0 centimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the pinhole tear. The manufacturing records for batch 9308836 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the pinhole tear could not be determined.